Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's stimulation kept turning off. She has had a return of symptoms the past 3 weeks and "they have never turned the device off". Review of the on/off buttons on the pt programmer indicated that she was pushing the off button yesterday but was sure they did not turn the device off before this. It was also noted that the company rep checked her device a month or so ago and noted that the pt had a "broken lead". There were no accidents or trauma associated with this issue although the pt "moved a lot" at her workplace ((B) (6)). Further info was requested.